Manufacturer narrative:
(B)(4).

Event description:
It was reported that the merlin.net transmission revealed competitive atrial pacing with a stored automatic mode switch. The patient would be monitored with routine scheduled follow ups. No additional information was available.